Event description:
Healthcare professional reported left side "deflation" and "implant date past device expiration date." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the posterior side assessed surgical damage like. Use error : unable to observe as the event of use error is not related to the device. Other ¿ technical : observed particles on the valve. Additional observations: crease fold observed inside device. Wear abrasion observed on the device. Non penetrating nick ( stress mark) no further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation and use error.

Event description:
Healthcare professional reported left side "deflation" and "implant date past device expiration date." Device has been explanted and replaced.